Event description:
The device was found to have a crushed tip upon opening the package. The device was not used and the physician used another from the shelf.

Manufacturer narrative:
Device investigation: the catheter shows multiple flat spots on the distal end of the unit. There are flat spots at 7.7 - 7.4 cm, 4.2-3.9 cm, and from 2.3 - 0.0 cm from the distal tip. There is a minor ovalization 66 cm from the hub entrance. A 0.070" mandrel was introduced into the hub. The mandrel advanced to 65.5 cm at which point significant friction was encountered. The mandrel was advanced against resistance from another 10 cm, where it was not possible to move further distally. We attempted to introduce the distal tip of the catheter back into one of the protective tubes from the sterile sheath. We were unable to reintroduce the catheter due to ovalization of the tip. The catheter is non-functional. Conclusion: the damage reported is confirmed. The damage seen at 7.5 and 4.0 cm from the distal tip are most likely damage that occurred post complaint and are typical of damage seen when devices are returned in insufficient packaging. The damage from 2.3 to 0 cm from the distal tip most likely occurred after the catheter was removed from the protective tubing, since it was too ovalized to be reintroduced into the tube. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.